Manufacturer narrative:
(B)(4) date sent: 1/12/2024 d4: batch #479c22 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only an anvil half washer was present and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 479c22 , and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 12/5/2023. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: given the patient¿s tissue condition, does the surgeon believe that it was a deficiency of the device that led to the difficulty that the surgeon experienced? Which donut was incomplete, proximal or distal? What technique was used to secure the anvil (purse-string device, linear stapler, etc.)? Did the doctor wait 15 seconds for compression after the attempted closing of the device and then try to retighten? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device seemed to complete the firing sequence and the green tick appeared, but there was a positive leak test with bubbles coming from the staple line after one of the donuts was incomplete. There was a tear found that extended down towards the rectum and the tissue was slightly fragile, but the surgeon was concerned as he had never seen that happen before, and the procedure was extended. The patient required a temporary stoma as a result of this.